Event description:
Report received of no audible alarm. The pump was returned to the biomedical department with an unsigned note that stated, "channel b no noise". No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reported adverse pt events while the device was in clinical use.